Manufacturer narrative:
The device was evaluated by draeger and the symptom was verified. During the evaluation, damage to the device was found, which included cracks in the housing, scratches on the screen and brown liquid staining on interior and exterior of device. The speaker had holes in it and was severely corroded and, therefore, failed to function, as reported. Although the reported issue was verified, where there was physical damage to the device and speaker, precise root cause could not be determined. The device was repaired and returned to the customer. This is an isolated case.

Event description:
A complaint was received regarding a delta monitor where the screen on the delta did visibly display an alarm but there was no auditory alarm. No adverse patient impact was reported.